Manufacturer narrative:
Date of report : 05jun2019, date rec¿d by MFR : 06may2019. The manufacturer's field service engineer confirmed the reported alarm jack issue. The customer stated that reinstalling the central processing unit (cput) pcba per the service manual corrected the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27apr2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the alarm jack was broken. There was no patient involvement. Event date not specified: estimate used.